Event description:
It was reported that a stent graft did not deploy. The physician was placing the stent graft in an upper arm fistula. He did not use a sheath, and used an .035 guide wire, brand unk. He used so much pressure trying to deploy the stent graft that the catheter snapped. He removed the device and used another for a successful procedure, without harm to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg, and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample was returned, and the investigation is currently underway. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures, and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.